Event description:
According to the customer, "I had a patient recently who had a fairly significant reaction to the c- section drape adhesive (like the red/rash area was the exact shape of it).

Manufacturer narrative:
According to the customer, "I had a patient recently who had a fairly significant reaction to the c- section drape adhesive (like the red/rash area was the exact shape of it). She ended up on prednisone dose taper pack and is 13 days out and it's still there but is much improved from what it was initially. There was no further information. Due diligence has been completed. No additional details are available related to the customer reported issue. The customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.